Event description:
It was reported that, "patient's 1st hip was put in, in early 90's (unsure of date). First revision done on (B) (6) 2004, where notes said poly was loose so it was removed and replaced with new head. On (B) (6) 2010, patient was brought in for another revision where cup was shown to be loose so it was removed along w/poly and head stem stayed in. New cup poly and head was inspected no x-rays avail from the hospital and patient received his implants."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available, it will be submitted in a supplemental report.